Event description:
It was reported occlusion alarms occurred. The customer changed the pump supplies to address the issue. Additionally, it was reported that the customer delivered multiple bolus¿s resulting in them stacking insulin. The customer blood glucose (bg) decreased to 85 mg/dl. Reportedly, the customer consumed carbohydrates to address their bg level and went to the emergency room (ER). Customer was monitored in the ER and was discharged later the same day with the issue resolved and no permanent damage. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request. The customer acknowledged and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.